Event description:
The patient¿s parent reported that several pods in the current quarter had to be removed early due to localized skin infections at the cannula insertion site, a bump appears and pus is coming out. The parents had already discussed this matter with the doctor and dermatologist and received some products to lessen the infection: fusidinezuur before placing the pod, the patient takes sertraline tablets, and they use methotrexaat to treat the infection. The patient¿s blood glucose level rose to approximately 17 mmol/l (306 mg/dl) while wearing the pod on their arm for less than 72 hours. The parent explained the patient has a generally sensitive, allergy-prone skin history including hay fever, eczema, and follicular bumps, and had similar reactions with previous devices and adhesives. The parents stated a dermatology policy at their hospital provides a care plan for children with adhesive reactions, which they already apply prior to the use of omnipod product, and noted interest in possible under-adhesive solutions being developed. A new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.